Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Philips field service engineer (fse) confirmed the reported issue. The fse replaced the video graphics assembly controller to resolve this issue. The unit passed all performance verification tests when the repair was complete.

Event description:
The customer reported that the display was blank. There was no patient or user harm reported. The event date was not specified; estimate used.